Event description:
A report was received that during a lead revision, the patient coded and was revived. The patient is currently in the ICU on a ventilator as his blood pressure continues to drop. The physician believes the patient's symptoms may have been related to the anesthesia. The patient's leads were explanted, however, the ipg remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.